Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v319870, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers' representative reported the patient complained off less effectiveness. It was stated that she did not drink too much coffee. The patient lost effectiveness. The programming was changed and the lead and implantable neurostimulator were replaced. The issue was resolved at the time of report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found the battery was not in new condition.